Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced low blood glucose level 39 mg/dl. Customer was treated with food. Customer¿s current blood glucose was 182 mg/dl. Customer' experienced blood glucose level was 168 mg/dl. Customer stated that the back side of the pump was damaged. Customer did not allege insulin pump for over delivering. The insulin pump will be returned for analysis.